Event description:
It was reported that one day post implant, the svc to can hvli check showed no measurement. Suspected loose connection. The physician elected to program the svc coil off.

Manufacturer narrative:
No medwatch form was received.